Event description:
During manufacturer's analysis, it was determined that the programmer's left keyboard hinge was broken, and it was replaced and that the system fan was noisy and was also replaced. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the head would not interrogate and that its uplink functional tests were out of specification, the head's cable was replaced to resolve. It was further determined that the head's label was missing its laminate backing and the label was also replaced. Product ID: 229047 software anayzer; (B)(4).